Event description:
Additional information was received that that the right groin injury was not caused by the closure device.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the right groin injury was unknown. It was reported that the valve was deep in the non-coronary cusp (ncc) prior to valve dislodgement and after valve dislodgement.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, 8 fr and 6 fr introducer sheaths were inserted at the right femoral and right radial arteries. A 5 fr pigtail catheter was advanced retrograde into the noncoronary cusp with the help of a wire through the 6 fr femoral introducer. A second 4 fr pigtail catheter was advanced through the 8 fr femoral introducer of the femoral artery. With a straight-tip 0.035 in x 260 cm exchange wire, the aortic valve was crossed. Multiple aortograms were performed 10 ml/ 1 second by power injection at the right anterior oblique. A 6 fr temporary pacemaker lead was advanced into the right ventricle apex via the left femoral vein. Pacemaker parameters obtained and the device was programmed at 60 beats per minute (bpm) as back up. The patient received heparin to maintain an activated clotting time (act) around 250 seconds. The pigtail catheter was exchanged to a 0.035 in confida guidewire which was left at the left ventricle apex. Then, under fluoroscopy guidance the 8 fr introducer was exchanged to a 14 fr introducer. A pre-implant balloon dilatation of the valve was performed with a non-medtronic (true) 23.0 mm x 4.5 cm valvuloplasty balloon catheter during ventricular pacing at 140 bpm. A 29 mm medtronic evolut fx+ transca theter heart valve was prepared and using the evolut fx delivery catheter. Upon deployment, the valve dislodged as the temporary pacing was stopped. The same issue occurred on a second deployment attempt. Per the physician the valve was not stable. The valve was r ecaptured and withdrawn from the patient. A 34 mm medtronic evolut fx+ transcatheter heart valve was prepared and using the evolut fx delivery catheter. The valve was advanced through the introducer sheath until the desired position was achieved. The valve was deployed successfully without complications. Trace peri-valvular leak was visualized post implant. The procedure concluded, and all the hardware removed. Patient stayed at the surgical table for open right groin access surgical exploration and artery repair due to failed hemostasis following closure attempts with the suture mediated closure system and angioseal.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was bottom of pigtail. The valve dislodged aortic during deployment. Per the physician, there was no patient anatomical features that contributed to the dislodgment and the delivery catheter system (dcs) did not cause or contribute to the right groin injury.